Manufacturer narrative:
Approximate age of device: 4 years 10 months. The device was returned to the manufacturer but evaluation is not yet completed. The manufacturer is attempting to obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2015 with a cause of the exchange noted as "device infection."

Manufacturer narrative:
Additional information: the explanted device was returned to the manufacturer for evaluation. A correlation between the device and the reported infection could not be conclusively determined. As previously reported, the patient underwent a pump exchange on (B)(6) 2015. The patient was doing well and was discharged home on (B)(6) 2015. The pump was returned assembled. The percutaneous lead (lead) was cut approximately 3 inches from the pump housing with the rest of the lead not returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Evaluation did not reveal deposition inside the lvad p ump. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
Information provided on 3/25/2015 indicated that the patient had staphylococcus aureus that began (B)(6) 2013. In (B)(6) 2015, it was noted as pseudomonas. The patient was treated with keflex and then minocycline, then switched to IV antibiotics, cefepime, levaquin for pseudomonas. The patient was admitted for a pump exchange, which as reported, took place on (B)(6) 2015. It was reported that the infection was device related and the pump had been functioning as intended. The infection was a localized driveline exist site infection, originally staph that with long term antibiotic suppression, became pseudomonas. The patient is doing well and was discharged home on (B)(6) 2015.